Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the self test and displacement test. The pump was monitored and no cloudy display, missing segments or partial display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 180 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had a cloudy appearance. The customer was advised the pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.